Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use cardiosave intra aortic balloon pump (iabp), an alarm indicating system overheating occurred and the device stopped working. Operation resumed after restarting. No harm or injury to the patient was reported.